Manufacturer narrative:
Medwatch report number 0700220000-2021-8040. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse insulin drops during patient therapy in the cardiac intensive care unit. It was noted that the bag was not getting lower and the patients blood sugar remained elevated. There was no information provided related to medical intervention or patient outcome. No additional information is available.